Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed visual inspection. Found 1 of 3 sensors with cannula, electrode broken and the broken part was missing. 2 remaining sensors performed bicarbonate buffer test per specifications and sensors passed with accurate readings. Also found 3cannulas bent unable to confirm customer received sensor in said condition due to customer returned sensors opened/used.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The customer's sensor glucose reading was 42 mg/dl but her blood glucose level was 134 mg/dl. Her sensor and blood glucose level difference was not within an acceptable range. The insulin pump went into threshold suspend. The sensor cannula was bent. The product will return. Nothing further to report.